Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple temperature alarms occurred while the battery was charging. Customer cleared the alarms to address the issue. Customer¿s blood glucose was 115 mg/dl.